Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after successfully updating the pump with the device updated, the insulin on board (iob) and max hourly bolus features reset. Tandem technical support informed the customer that this is an intended function of the pump after being updated and the customer acknowledged. Customer reported that blood glucose level was "a little low" but did not provide a value. Customer declined any further assistance.